Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device delivered an incomplete staple line on the pouch side of the transection. There was an additional 20 minutes added to o.r time to close the gastrectomy.